Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left cardiac coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
Device evaluated by MFR. : fg emerge mr, us 2.00mm x 20mm was returned for analysis. A visual examination of the balloon identified no issues. No issues with the hypotube shaft. Visual examination of the shaft polymer extrusion identified no issues. A detailed microscopic examination of the balloon material identified a pinhole over the proximal edge of the distal markerband. Tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. An attempt was made to inflate the balloon however inflation liquid was seen coming from the pinhole leak over the proximal edge of the distal markerband. The encore device was verified before and after use using the druck gauge. E1 initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left cardiac coronary artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable.